Event description:
While using harmonic laparoscopic handpiece, the doctor noticed that the tip appeared to be melting. He immediately removed it from the operative site, and the handpiece was removed from the sterile field. Both instrument and package were given to materials coord. Harmonic generator was also removed at end of procedure. No harm to patient.